Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: how many? A total of 3 clip appliers. Have they been reported? I've reported the ones I've been told about. What was the shape of the clips? Some were tear drop shaped or appeared to have a gap, some scissored. No clips fell into the patient.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips don't seem to be completely closing. In one of the devices some of the clips were crossing. There were no patient consequences. Case completed with another device of the same product code. Two devices were discarded.